Event description:
The customer reported a "self-check fault". Further information was provided that the electrode plates (paddles) are damaged. There was no reported patient or user involvement and no adverse patient/user impact.